Manufacturer narrative:
Part number # 316-90 is not distributed in the u.s.; however, it is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distributed part is k871204. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the cuff's pressure went down during patient use and inflation of the cuff could not be done. The end clinician elected to extubate and reintubate with a replacement tube.